Event description:
It was reported that the pump battery was not charging correctly. The issue was that after connecting the pump to a charger, the charging icon appeared, but the battery percentage did not increase as expected. The caller tried using different chargers, all genuine to the pump, but it did not resolve the problem. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.